Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during a therapeutic procedure started. The user facility completed the procedure using a similar device. An olympus field service engineer confirmed that the insertion tube of the subject device had wrinkled and mass black spots in the surface. There was no patient injury associated with this report.